Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level over 540 mg/dl. Prior to being hospitalized, the customer administered insulin using an insulin pen along with the pump in attempt to adress high bg. While the customer was hospitalized, the customer disconnected from the pump and was given an insulin and glucose infusion. Customer was discharged at an unknown time with the reported issue resolved and no permanent damage. The customer alleged that the pump was not administering insulin. A system check was performed on the pump, and it was determined that the pump was functioning as intended. Ultimately, the cause of the high bg was unknown. No additional information was provided.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level over 30 mmol/l; cause was unknown. Customer administered a manual injection and received an insulin and glucose infusion to address the elevated bg. Customer was discharged at an unknown time. With the issue resolved and no permanent damage. No additional information was provided.